Event description:
The following has been reported: biomed reported: 9243178000. Sending to depot. Received at depot. Confirmed pump problem error wait for log review preliminary investigation: pneumatic compressor positive recharge took too long; recharge checks positive. Pneumatic fail at startup. Replaced full pneumatics system. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 18:30 06/13/2026. Pulled from heratherm @ 06:30 06/14/2026. 24 hour dwell - complete. Lvp burn-in test . Accuracy test - pass. Electrical safety test - pass. Provision pump to mayo server. Return to service. Provisioned pump. Software update complete. A preliminary review identified the following issue: undefined pneumatic system component failure unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.